Event description:
It was reported while using bd stopcock 3 way with 10cm extension tubing leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the patient was getting red blood cells. Suddenly, blood began to flow to the floor and onto the patient. The three-way stopcock had leaked at the junction (the patient was sitting still as the situation progressed).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage ¿ leak was confirmed upon inspection of the photo. Based on the sample photo provided the fitting component was not properly attached to the remainder of the assembly. This can be attributed to poor assembly or poor application of adhesive during the manufacturing process. Excessive force applied to the component can also cause the defect shown in the photo. A returned sample would be necessary to determine the exact root cause of the failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd stopcock 3 way with 10cm extention tubing leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the patient was getting red blood cells. Suddenly, blood began to flow to the floor and onto the patient. The three-way stopcock had leaked at the junction (the patient was sitting still as the situation progressed).